Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead pulled back which resulted in no sensing and no capture. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.